Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that her infusion device is beeping and "2.01" is displayed on her screen. She was advised to insert a new power pack into her device. She stated she was aware of the power pack recall but she could not remember the last time she changed the power pack. She was educated on the importance of changing the power pack every 2 weeks. No physiological effects were reported. Attempts were made to contact the pt to gather more info but were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.